Manufacturer narrative:
Maquet sas became aware of the problem with the mdt castle device. As it was stated by customer, during positioning of patient the surgical light disconnected from the ceiling mount and fell off making a contact with two members of surgical team and the patient. Patient sustained no injuries and one member of surgical team has sprained shoulder. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. Unfortunately, due to the limited information available, we were not able to establish the exact root cause and sequence of events, which have led to the issue covered by this investigation. The surgical light, which played a role in this incident, is considered as a legacy device, past designed lifetime. Also, due to the fact that neither serial number nor customer details have been provided we were unable to follow up with the initial complainant to gather additional information regarding the case. Received report stated that upon examination of the light it appeared that the teeth of the mount were stripped out which allowed the light to fall what can indicated that a prolonged usage of the part and likely lack of maintenance could have led to the incident occurrence. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On 12th november, 2018 maquet sas has been informed by FDA via customer¿s letter and became aware of an issue with one of surgical lights- mdt castle. As it was stated by customer, on (B)(6) 2018 during positioning of patient the surgical light disconnected from the ceiling mount and fell off making a contact with two members of surgical team and the patient. Patient sustained no injuries yet one member of surgical team had sprained shoulder. We decided to report the issue in abundance of caution as the light falling off might lead to serious injury or worse. (B)(4).